Event description:
The original implanted location was not fully supported in bone as required by surgeon technique manual. Upon reviewing post-op x rays, the surgeon discovered the barricaid device had migrated out of the vertebra. The patient was reported as asymptomatic. A revision surgery was performed where the implanted device was removed. No neural deficits or issues with the patient were reported. Patient was reported as completely healthy after removal.

Manufacturer narrative:
The original implantation images were reviewed, and it appears the implanted device was not fully supported by vertebral bone as described in the surgeon technique manual. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends. The explanted device was sent to a 3rd party laboratory for analysis, and the results are not available yet. If any additional information is learned from this analysis beyond what was reported, a follow-up will be submitted.